Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk. No alarms were noted.

Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the prime process. No numbers appeared and no beeps were heard. Nothing further was reported.